Event description:
An l4-l5 mis procedure was performed using a 150 mm perc pin. Initial registration and landmark checks on both sides were confirmed as accurate. After screw placement, a lateral c-arm image showed the right l5 screw positioned low and within the foramen, leading to its removal and later reinsertion under c-arm guidance. The investigation indicates that the perc pin was not placed within the psis, resulting in a platform shift that led to low positioning of the rl4 and rl5 screws relative to the xvs display, with rl5 breaching the pedicle. The first two left-side screws were placed accurately. The landmark check was performed on the skin rather than identifiable anatomy, limiting the ability to detect movement after registration.